Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges an hour after filling the cartridges. There was no impact to the customer's blood glucose level for with the first alarm. However, the customer's blood glucose level was 390 mg/dl with the most recent alarm and it was addressed with manual injections. It was confirmed that the customer had a backup method of insulin delivery available.